Event description:
The customer reported defects of the distal end on the evis exera ii ultrasonic bronchofibervideoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: foreign material falling off from the channel. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found foreign material falling off from the channel due to insufficient cleaning. Due to clogging of balloon water tube, foreign objects come out of distal end. Foreign material (unknow) could not be removed even if the correct reprocess was performed due to the buckling of each channel / the gap on the insertion section or the boot. Due to damage on the channel tube and pinhole on the bending section cover, water tightness was lost. The adhesive on the bending section cover was detached. The distal end was shaved. Due to wear of the angle wire, the play of angulation lever was out of the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. It is likely that reprocessing could not be conducted properly, and foreign material could not be removed due to leak failure caused by channel tube damage. However, a definitive root cause could not be determined. These are the following descriptions of contents in the instruction manual at the time of shipment of the product: chapter 6 - ¿compatible reprocessing methods and chemical agents¿. Chapter 7- ¿cleaning, disinfection, and sterilization procedures¿. Chapter 8- ¿cleaning and disinfection equipment¿. Olympus will continue to monitor field performance for this device.